Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02283. It was reported the patient's lead migrated out of the epidural space. As a result, surgical intervention occurred wherein the lead was repositioned, resolving the issue. It is unknown which lead was repositioned, therefore both leads are being reported.